Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7182856.

Event description:
It was reported that the patient had trial leads placed in the cervical area and after the trial, patients lost feeling of her left leg, so the physician pulled the leads and ended trial. It was also noted that the patient experienced symptoms upon waking up from the sedation.